Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported that the device pushed on her collar bone and caused discomfort. The patient alleged that the device "chewed into" her shoulders. The patient consulter her physicain who advised that she could remove the device if she chose to. There is no alleged device malfunction. The patient decided to end use of the device.